Event description:
During a pneumonectomy procedure, the instrument locked on the pulmonary artery. The surgeon manually manipulated the device free without incident. This stated the staple line was completed.